Manufacturer narrative:
Additional devices listed in this report: cat # 6260-5-028, lot # 00002886j, description: 28mm -4 v40 taper vit head. Cat # 620-10-28e, lot # 17213801, description: trident 10° poly insert 28mm ID. Cat #78500002, lot # gc926743, description: hipstar (tm). V40(tm) femoral stem size 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
A letter was received from a (B)(6) attorney pertaining the following issue: on (B)(6) 2006, the patient underwent an operative intervention of hip endoprosthesis implantation, manufactured by the company howmedica. A few years after the surgery, the patient started experiencing difficulties while walking and frequent pain associated with the movement of the hip joints. Due to these symptoms, the patient approached the doctor in charge, who performed the x-ray examination of the left hip, showing obvious signs that the part of the endoprosthesis implant, more specifically acetabular shell, femoral head, femoral stem, tige femorale and polyethylene insert, the products of your company, was damaged as a result if regular use. The consequence of poor endoprosthesis quality, is that the patient is forced to have yet another surgery for removing the endoprosthesis implant and have a new endoprosthesis implanted in place of the damaged one. Due to the implantation of endoprosthesis of poor quality, the patient is suffering from intensive pain and is experiencing disability in the sense of very restricted hip joint mobility.

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. A review of the provided medical records and x-rays by a clinical consultant confirmed shell malposition and osteolysis. Method & results: -device evaluation and results: not performed as the device remains implanted. -medical records received and evaluation: a review of the provided information by a clinical consultant noted: there is polyethylene wear with eccentricity of the femoral head in the liner. Osteolysis is present around the acetabular cup periphery as well as around the proximal stem and greater trochanter area. X-rays document implantation of a hipstar stem with trident cup in the left hip with some 1,89-mm total poly wear equaling 0,21-mm/year pe-wear during 9-years of implantation. The cup has malposition with 50° inclination and 34° anteversion with additional use of a 10° offset poly liner. The cup is medialized in the acetabular cavity which in combination with the use of a short 28-mm/-4 femoral head results in reduced femoral offset. Also the stem has malposition with some 43° of anteversion. Osteolysis is present around the bearing area on both acetabular and femoral side although component fixation has not (yet) been compromised -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a report by a clinical consultant concluded: a very young and likely active patient with a first generation poly became subject to an overload condition in the hip joint as caused by complex malposition of components including excessive effective anteversion of both stem and cup combined with reduced hip offset through medialization of the cup and use of a short neck femoral head. The excessive combined anteversion of over 80° with reduced hip offset contributed to impingement between stem neck and cup rim, likely also with bony impingement. Impingement with edge loading caused an overload condition in the arthroplasty affecting both stem and cup with increase in poly wear resulting in an elevated pe-wear rate of average 0,21-mm/year, certainly not an extreme value but capable of osteolysis through release of polyethylene particulate debris. This was responsible for the changes evident on x-ray while polyethylene synovitis was responsible for the pain complaints and possibly also the patient¿s limping symptoms although a residual leg length difference clearly also contributed to the limping problem. If additional information becomes available and/or the device is returned, this investigation will be reopened.

Event description:
A letter was received from a (B)(6) attorney pertaining the following issue: on (B)(6) 2006, the patient underwent an operative intervention of hip endoprosthesis implantation, manufactured by the company (B)(4). A few years after the surgery, the patient started experiencing difficulties while walking and frequent pain associated with the movement of the hip joints. Due to these symptoms, the patient approached the doctor in charge, who performed the x-ray examination of the left hip, showing obvious signs that the part of the endoprosthesis implant, more specifically acetabular shell, femoral head, femoral stem, tige femorale and polyethylene insert, the products of your company, was damaged as a result if regular use. The consequence of poor endoprosthesis quality, is that the patient is forced to have yet another surgery for removing the endoprosthesis implant and have a new endoprosthesis implanted in place of the damaged one. Due to the implantation of endoprosthesis of poor quality, the patient is suffering from intensive pain and is experiencing disability in the sense of very restricted hip joint mobility.